Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a tachycardia event. The customer had some questions about the difference between different alarm types. Nihon kohden clinical applications specialist explained the difference and informed the customer about the clinical optimization program offered by nihon kohden. The customer later stated that the patient had since shown several alarms and he felt the system was working properly and did not want further assistance. He thought the failed alarm may have been due to someone pressing the silence alarm button.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a tachycardia event.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a tachycardia event.

Manufacturer narrative:
H10: additional narrative: customer bme reported that one of the hospital staff stated that their patient didn't alarm a tachycardia on the rns a few days ago. Service requested: troubleshooting. Service performed: troubleshooting. The bme stated that they tested the system and did not find an issue with the alarms. The bme stated that someone at the cns could have silenced the alarm, which would prevent an audible alarm at the rns. Clinical application specialist explained to the customer the difference between the crisis and warning alarms. The bme reported that the patient in question has shown several alarms an that they feel the system was working properly. The customer's issue was resolved. Investigation results: the root cause of the issue was identified to be user error. Hospital staff may have silenced the alarm at the cns, improper lead placement/skin prep, or alarm threshold not being reached may have lead to the alarm not appearing. This is further supported by the bme's report that the patient in question has displayed several alarms since and that the device has been working properly. The device's service record also shows that the reported issue has not been brought up again. The customer was provided with educational documentation regarding lead placement/skin prep, as well as informed that there is a clinical optimization program that hospital staff can attend for review/training. The customer felt that the issue was no longer present and the issue has been considered resolved. This record can be qa closed. An updated DHR form was received by nkc and has been attached to the complaint record. It does not change the outcome of the investigation. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Corrected information: g4. Date received by manufacturer: should be 04/12/2018 not 05/10/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Corrected information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.